Event description:
It was reported that the pump had to be replaced because the catheter came loose from the pump and the pump was delivering medication to the pocket. Patient reported that it "felt like he was going through withdrawal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8703w, lot# l43070, implanted: 1997 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).